Manufacturer narrative:
It was reported that after in-home therapy of a life 2000 the patient became short of breath (sob) and was hospitalized for hypercapnia. The patient is a 75-year-old female with a relevant medical history of chronic respiratory failure with hypoxia, asthma, bronchitis, copd, and stage 4 severe chronic obstructive pulmonary disease. For the event, it is noted the patient was wearing the life 2000 bled into a third-party home oxygen concentrator of 4lpm, the compressor ¿started sounding like it was bogged down,¿ and the patient ¿felt two blasts of air from the nasal interface.¿ afterwards the patient reported the vent provided ¿one alarm for high pip and one for low pip¿ and the compressor was beeping. The patient was placed back on her 4lpm nc via the home oxygen concentrator. There were no kinks observed in the tubing, all connections were secure, no ball drop visualized on the concentrator flow meter, and no use of a humidifier. It is noted that ¿later that night¿, the patient became short of breath and was transported to the hospital via ambulance where she was admitted. Medical intervention included a chest x-ray showing no pneumonia, arterial blood gas indicating elevated carbon dioxide (hypercapnia) and bipap (bilevel positive airway pressure) therapy. The patient was discharged from the hospital on day four and returned home. Follow up notes that the trainer exchanged the equipment and per the patient she is tolerating the therapy well. Malfunction was alleged and the device has been returned for inspection. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection of the device by a hillrom technician found both the device compressor and ventilator performed as intended. Hypercapnia is a buildup of carbon dioxide in the bloodstream. It can cause shortness of breath, dizziness, and fatigue. In mild hypercapnia, the body can often regulate itself, temporarily altering breathing by gasping or taking deeper breaths. Chronic cases, however, usually require medical intervention. An arterial blood gas test is commonly used to diagnose hypercapnia. X-rays or CT scan of the lungs help to diagnose any other related lung conditions. A bipap device reduces the pressure on the respiratory muscles, which give the patient relief. This device helps to reduce hypercapnia and co2 retention, as well as hypoxemia (an abnormally low concentration of oxygen in the blood). For this event, the device alarmed for awareness and was found to be functioning as designed; however, the patient was diagnosed with hypercapnia, requiring hospitalization and medical intervention (bipap) to preclude permanent damage to body function indicating a serious injury occurred. It is reasonable to conclude that the patient¿s hypercapnia and short of breath arose due to her significant medical history (chronic respiratory failure with hypoxia, asthma, bronchitis, copd, and stage 4 severe chronic obstructive pulmonary disease); however, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator contributed to the serious injury. However if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.

Event description:
It was reported that after in-home therapy of a life 2000 the patient became short of breath (sob) and was hospitalized for hypercapnia. The patient is a 75-year-old female with a relevant medical history of chronic respiratory failure with hypoxia, asthma, bronchitis, copd, and stage 4 severe chronic obstructive pulmonary disease. It is noted that ¿later that night¿, the patient became short of breath and was transported to the hospital via ambulance where she was admitted. Medical intervention included a chest x-ray showing no pneumonia, arterial blood gas indicating elevated carbon dioxide (hypercapnia) and bipap (bilevel positive airway pressure) therapy. The patient was discharged from the hospital on day four and returned home. This report was filed in our complaint handling system as complaint # (B)(4).